Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. At the start of treatment, pt complained of flank pain and shortness of breath. Pt was administered benadryl (route and dose unknown) and solumedrol 125 mg IV x 3 with relief. Treatment was stopped and blood was not returned to the pt, with an unknown amount of blood loss. Treatment was resumed with a fresenius f 80 dialyzer and completed without further incident.